Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of noise reversion resulting from right ventricular lead over-sensing. Also noted was polarity switch due to pacing impedance measurement less than the lower limit. No interventions were reported. The patient was in stable condition.